Manufacturer narrative:
Customer complaint not confirmed. Product analysis: product was inspected when received. One device was returned for evaluation. Upon investigation it was noticed that the clip assembly was deployed and not returned with the device and the sheath grip was detached from the over sheath. The bushing was located just outside the over sheath on the distal end. The yoke was still attached to the control wire. The device was actuated several times.

Event description:
It was reported to boston scientific corporation on may 5, 2008 that a hemostatic clipping device was used during a clipping procedure the month prior. (Patient gender, age and weight unknown) according to the complaint, the clip can't be pushed outside of the sheath. Device could be removed. The case was completed with another hemostatic clipping device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."